Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4) implanted: 2017-(B)(6) explanted: 2018-(B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4) pertain to product ID: 977a260, serial# (B)(4) product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient stopped getting good coverage of their low back pain and was not getting stimulation on their low back; the hcp was unable to program the settings to stimulate the patient¿s back. Diagnostics performed included imaging, and an x-ray showed the right-sided lead tip at tip t8 and the left-sided lead at tip of t10; both were originally positioned at tip of t8. The device diagnosis was a lead migration/dislodgement and the clinical diagnosis was low back pain. It was noted that the event was related to the device or therapy and not related to the implant procedure. Interventions taken included explanted and replacing the lead; it was noted they were unable to go higher than the tip of t10 due to fibrosis. It was noted the patient would need a new ipg to use the opposite lead to give them high dose therapy to cover their low back pain. The outcome of the event was unresolved at the time of study exit/death/study closure. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was resolved without sequelae as of (B)(6) 2019.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the outcome was ongoing and the patient had not been exited from the study. No further complications were reported/anticipated.